Event description:
Dr. (B)(6) modified a treo with 3 fenestrations and when he went to deploy the bare stents they failed to deploy. He was able to cut to get at the green covering on the wire lumen and the bare stents deployed. He did comment that he believes it was due to him doing a modification to the device. Patient outcome: "a very good outcome at the end of the case."

Event description:
Dr. (B)(6) modified a treo with 3 fenestrations and when he went to deploy the bare stents they failed to deploy. He was able to cut to get at the green covering on the wire lumen and the bare stents deployed. He did comment that he believes it was due to him doing a modification to the device. Patient outcome - "a very good outcome at the end of the case."